Event description:
It has been reported that a revision surgery was performed due to pain. The patient's knee gave out and acute pain followed. The surgeon believes the pcl was compromised. It has been reported that the product will not be returned.